Manufacturer narrative:
H.6. Investigation: 1 representative sample was returned for investigation. The 1 representative sample was subjected to visual inspection, indication time functional test and catheter adapter leak test. The 1 representative sample passed the visual inspection, indication time functional test and catheter adapter leak test. No abnormality was observed. Unable to confirm the customer experience as no abnormality was observed from the returned representative sample. A device history record review was performed and showed no non-conformances associated with this issue during the production of the reported batches. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of venflon pro safety 22ga 0.9mm od 25mm l experienced leakage during use. The following information was provided by the initial reporter: the concerns are when they try to insert the cannula the flashback isn't immediately obvious. When the cannula is eventually inserted the needle splits the plastic cover on the needle. When the cannula is in, after a short time the area around the cannula starts to tissue and leak blood around the cannulation site. It isn't happening with every cannulation.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9105555. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-17. Medical device lot #: 9105547. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-14. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 22ga 0.9mm od 25mm l experienced leakage during use. The following information was provided by the initial reporter: the concerns are when they try to insert the cannula the flashback isn't immediately obvious. When the cannula is eventually inserted the needle splits the plastic cover on the needle. When the cannula is in, after a short time the area around the cannula starts to tissue and leak blood around the cannulation site. It isn't happening with every cannulation.